Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that they received the new controller. The patient's son stated when they tried to synchronize the new controller to their patient's implant on (B)(6) 2020, it shocked the patient. The patient's hair stood up and now they cannot even move their leg. They did not want to try synchronizing again in fear that it would happen again. It was recommended that they follow up with their healthcare professional.